Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (104 service code) has been confirmed. Upon investigation the monitor did not display any service code 104s however, was unable to complete incoming functional testing. The monitor's electrode belt receptacle had a broken black pulse wire. The root cause for the open pulse wire. The device is designed to meet iec 60601-1 mechanical requirements. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The ECG "d" dome wire was broken. The root cause for damaged wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.